Event description:
Aicd exhibiting erratic & unstable behavior. Specifically, the patient's lead impedance would be normal most of the time. There would be times when the impedance would abruptly rise over 2,000 ohms. It was unclear if this represented the lead or the device. The patient was admitted for explant followed by implant of new device and lead.